Manufacturer narrative:
It was reported that cover on the proximal side was broken and slight in-growth was found around the surrounding tissue. Through the attached photo, it is confirmed that right after stent placement, cover holes in the proximal side were observed, and after placement in-growth occurred around the surrounding tissue. It was confirmed from the device history record that device had been manufactured with no significant issues and passed all the inspections successfully. Inspection of hole on the stent cover is performed by taewoong medical during stent coating process and half-finished product inspection process. It is confirmed from the inspection result certificate that it passed successfully. Based on the cover holes in the proximal side in the attached photo, it is assumed the cover holes might have occurred during the deployment process. However, it is hard to identify the exact root cause since the device was not returned and it is hard to reconstruct the situation at the time of procedure. In addition, biliary structure where stent was implanted is narrow and curvy. It is possible that the stent could be pressed and stent in/over-growth could occur by state of patient's lesion. Based on the attached photos, it is assumed that the patient tissue has in-growth partially due to condition of the patient's lesion and peristalsis etc, after occurring the cover hole. Through the user manual by taewoong, it is stated that "potential complications associated with the use of niti-s & comvi stent may include, but are not limited to: stent cover breakdown, tumor in-growth". This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Event description:
After the stent placement coming out of papilla, it was found that the cover on the proximal side was broken and slight in-growth was found around the surrounding tissue. Then, a partial break in the cover was partially broken right after the stent placement. It was determined to monitor without removing this stent. There were no patient complications as a result of this event.